Event description:
Reportedly, on (B)(6) 2012, a high shock coil impedance was observed. An explanation is required.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.